Event description:
It was reported that the pt passed away from unk cause.

Manufacturer narrative:
The pump has not been returned to animas eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has requested return of the device, and if the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #2 device evaluation: the pump and cartridge were returned to animas on (B)(6) 2010 where they were segregated and held due to pending litigation. On (B)(6) 2011 a decision was made to release the devices for investigation as no legal action had been taken by the plaintiffs. The devices were evaluated by product analysis on (B)(6) 2011 with the following findings. The cartridge passed visual inspection with no damage or defects observed. Testing confirmed no cartridge failures, air bubble development, or leakage. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No physical or cosmetic damages to the pump were observed. The pump powered up with audible tones and vibratory response; the display was fully operational. The keypad was responsive to user inputs. The pump passed the force sensor calibration test. Bolus delivery testing confirmed that programmed amounts were delivered accurately and were recorded appropriately in the history. The pump was exercised for 29 hours with no issues or alarms. Flow accuracy test results were observed to be within specifications. The pump history indicated that at 8:08pm on (B)(6) 2011 the amount of insulin in the cartridge reached 10 units and the pump emitted a low cartridge warning. Basal delivery continued to be delivered according to the programmed rate. No additional alarms or warnings were emitted until 9:24pm when an empty cartridge alarm was triggered. Multiple load and prime steps completed between 2:38pm and 9:24pm as well as scheduled basal deliveries had depleted the cartridge. At 6:30am on (B)(6) 2011 the patient was discovered deceased by a family member with the pump attached and the empty cartridge alarm active.